Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A quality excursion report but it was not directly related to the failure mode for this complaint. The product released for distribution was found to have met all specifications prior to shipment. There are three complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue. Maintain the probe tip, including the return electrode, in the field of view at all times. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being during a shoulder arthroscopy on 6dec21 when it was reported, ¿tungsten face split in half and fell off joint.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the patient and was retrieved with graspers. This caused a 5-minute delay; however, the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy, suct, sin, was being during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿tungsten face split in half and fell off joint.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the patient and was retrieved with graspers. This caused a 5-minute delay; however, the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.